Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited over sensing in the ventricular channel. The device remained implanted.

Event description:
New information notes that during follow-up one year later noise still occurred. The physician suspected that noise was a result of myopotential. The patient would continue to be monitored.